Event description:
It was reported that a force sensor test failure was experienced.

Manufacturer narrative:
Additional information received and attached by ICU medical on 17-feb-2022 via email: no event during patient use . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tamper seal removed. The customer stated problem was duplicated, force sensor test error was found at power up and failed force sensor reading. This pumps software was converted back to a v6 software (from a non-v6 software) to allow for the complete entry of pumps electronic serial number without truncation. The use of a non-v6 software on a v6 manufactured pump will result in the truncation of the electronic serial number as display on the pumps screen. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.